Manufacturer narrative:
(B)(4). This complaint was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A registered nurse (rn) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. During troubleshooting is was found that a clamp was left open on an unused supply line. The technical service representative (tsr) assisted the rn with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the rn needed to end therapy and start over with new supplies. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The rn was not aware of the alarm occurrence. The rn was informed of the use error that occurred. There were no further details provided.